Event description:
It was reported that during a laparoscopic prostatectomy procedure the device was being used with a blue load and after he fired across the dorsal venus complex the surgeon observed the staple line the staples were malformed in the center of the staple line. The surgeons sutured over the staples and completed the procedure. (B)(6).

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.